Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during the attempted implant of this right atrial lead and following a repositioning attempt, high out of range pace impedances and noise were exhibited with both connections with the device and the psa. For this reason, the lead was removed and replaced without complications. The attempted implant lead was returned for laboratory analysis.